Manufacturer narrative:
The returned catheter is very strongly bent and torn off distally. The balloon was not 100% deflated and the dilated area may have attached to the shaft causing the distal fracture during the removal procedure. The defect of the device is not caused by a production or material problem. The root cause of the damaged balloon catheter is most likely due to too much force being applied, which caused the device to break. In the related IFU is already a warning that overloading the instrument can result in damage to the balloon and, as such, must be avoided.

Manufacturer narrative:
Device was not yet returned for investigation. No result so far.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: balloon catheter was withdrawn from sialendoscope after use and offered resistance at distal tip of endoscope. Further attempt to withdraw the balloon catheter caused the distal guide tip of the catheter, located in front of the balloon part, to break off. Attempt to remove the part from the salivary duct failed due to swelling, poor visibility. Patient still has the part in the salivary duct.